Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received "four shocks within about 1 minute". An ambulance was called, in which they noted the patient was stable by the time they entered the home. In addition, it was reported that the shock "went to his brain. It kind of knocked him out for a second.". The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.